Manufacturer narrative:
During a standard treatment, a dental electrical handpiece got hot and burned a patient in the corner of the mouth to the size of 1.5x2cm. Some over the counter ointment has been applied and patient did heal completely within 2 weeks. The analysis did show that the inner side of the push button had grinding marks. This indicates that the button has been pressed while bur was rotating. As a consequence, the push button and the bearing heated up in a manner that the bearing also has been destroyed. The user instruction states that the push button mustn't be pressed while instrument is rotating. It also states that it mustn't have contact to soft tissue during procedure to protect patient. Reported due to the 2 year presumption rule.

Event description:
During a standard treatment, a dental electrical handpiece got hot and burned a patient in the corner of the mouth to the size of 1.5x2cm. Some over the counter ointment has been applied and patient did heal completely within 2 weeks.